Event description:
It was reported that the nurse stated they started therapy at 11:11 for cooling in an arctic sun device. Now 12:49 and duration had just started decreasing from 72 hours to 71:43. Clock did not match time of therapy. Verified settings show countdown should begin immediately. Confirmed hypothermia therapy setting patient temperature (pt) was 34.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 9.9c, water flow rate (wfr) was 1.2 l/m. Nurse noted they did receive an alarm earlier. Event log shows alert 112 confirm return to cooling phase. Noted that was likely why the cooling duration was not accurate because the therapy mode was initially in rewarming based on that alert. Noted someone potentially pressed start next to rewarm instead of cooling. Advised they will follow up with the tm to have them do a data download that will show what was selected and minute by minute updates once therapy has been complete. Sn (B)(6).

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Verified settings show countdown should begin immediately. Confirmed hypothermia therapy setting patient temperature (pt) was 34.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 9.9c, water flow rate (wfr) was 1.2 l/m. Nurse noted they did receive an alarm earlier. Event log shows alert 112 confirm return to cooling phase. Noted that was likely why the cooling duration was not accurate because the therapy mode was initially in rewarming based on that alert. Noted someone potentially pressed start next to rewarm instead of cooling. Advised they will follow up with the tm to have them do a data download that will show what was selected and minute by minute updates once therapy has been complete. Sn (B)(6). The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they started therapy at 11:11 for cooling in an arctic sun device. Now 12:49 and duration had just started decreasing from 72 hours to 71:43. Clock did not match time of therapy. Verified settings show countdown should begin immediately. Confirmed hypothermia therapy setting patient temperature (pt) was 34.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 9.9c, water flow rate (wfr) was 1.2 l/m. Nurse noted they did receive an alarm earlier. Event log shows alert 112 confirm return to cooling phase. Noted that was likely why the cooling duration was not accurate because the therapy mode was initially in rewarming based on that alert. Noted someone potentially pressed start next to rewarm instead of cooling. Advised they will follow up with the tm to have them do a data download that will show what was selected and minute by minute updates once therapy has been complete. Sn (B)(6).